Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue that the unit powers down. The unit was triaged and the customer¿s reported condition was confirmed. A visual inspection of the pumps original gearbox found that the lubricant had pooled to the gears center post and sides of the gearbox housing. The rotor shaft and shaft bearing had visible signs of debris. The most likely cause of this issue is due to the shaft material that was used. Design enhancements were put in place in february 2016 to enhance the strength of the shaft material. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit powers down unprompted. No patient involved.